Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/11/2023 h6 component code: g07002 - device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was requested, but unavailable: could you please provide a bigger photo of the device for analysis? Please see attached. Please provide the lot number. Contacted with the sales rep today via phone and the information requested is unknown. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one needle-suture piece that pertain to the product code sxpp1a405. During the visual assessment of the needle suture, it was noted that the swage and attachment area was as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, body fluids and damage at some barbs were noted and both sides of the fixation tab were broken. In addition, crimping marks were observed on the surface of the suture that were possibly caused by a surgical instrument and one knot near the extreme. The anchors and fixation tab design allow for tissue approximation without the need to tie surgical knots. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab / stopper, barbs and core is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 g /m.

Event description:
It was reported that a patient underwent an knee surgery on (B)(6)2023 and a barbed suture was used. It was reported that the fixation feature had been detached in the newly dispensed suture when it was opened for surgery. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.